Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the patient experienced a cerebral edema post procedure. It was not a recurrent or new stroke and did not result from a device deficiency. It was noted to be a consequence of the ph1 hemorrhage. It was not related to the disease under study and casually related to an underlying condition or disease. There were no treatments or actions taken. The event resulted in hospitalization. Diagnostic imaging (head CT) showed decrease of edema and hemorrhage on (B)(6) 2024. The edema is recovering/resolving. The site assessed as not related to the devices or procedure. The sponsor assessed as possibly related to the procedure.

Event description:
Additional information received reported that the source documents reviewed confirmed this event was due to possible vessel perforation. Causality was updated to include study devices.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a solitaire patient experienced a hematoma within ischemic field with mild space-occupying effect involving = 30% of the infarcted area (ph1) and malignant cerebral edema / brain edema. The hematoma was identified on a 24 hour post-procedure follow up brain CT imaging on (B)(6) 2024. It was unknown if there was any impact(s) to the patient. It was unknown if there was any additional medical intervention required to prevent permanent injury or impairment.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the patient underwent mechanical thrombectomy for treatment of ischemic stroke which was due to a right middle cerebral artery (mca) m1 segment occlusion. No other information was known or available.

Event description:
Additional information received reported reported there was a ph1 hemorrhage and cerebral edema. The event is resolving. Nihss score available: 17, mrs score: 1. The event resulted in hospitalization. The event is resolving. The event is possibly related to the study procedure. Pre-procedure mtici score: 0. Final post-procedure mtici score: 3.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.